Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, a negative group strep a result was obtained on one (1) patient test cartridge from a veritor analyzer. The user questioned the result as the patient was symptomatic and clear positive lines were visually observed on the test cartridge. The same test cartridge was reinserted into a veritor analyzer providing a positive group strep a result. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. There was no report of confirmatory testing performed. The patient was treated with an antibiotic based on their clinical presentation and follow-up indicated patient improvement after treatment. There were no health impact or consequences reported.